Event description:
Customer is reporting a pressure dome leak. Name and function of complainant: same as reporter customer called to report system pressure alarms x3 followed by a blood leak at the system pressure dome after 231ml whole blood processed. Treatment was aborted. Customer chose to return the blood from the return bag to the pt manually and start another treatment. No further tests or interventions will be done. Pt is stable. Service order srv# (B)(4) was dispatched for inspection of the instrument. Customer did not return any product for investigation.

Manufacturer narrative:
A review of lot file b335 was performed. There were no nonconformances associated with this event type reported for this lot number. This lot met all release requirements. Trends have been received for this complaint category and no trend has been detected. Srv#(B)(4) service order feedback: field engineer performed system checkout procedure, recalibrated pressure transducer and double checked transducer per calibration. The assessment is based on information available at the time of the investigation. No product was returned by the customer. Therefore, the root cause for the leak cannot be determined based solely on the information provided by the customer. CAPA (B)(4) have been initiated to investigate cellex pressure dome leaks. (B)(4).